Event description:
A malfunction related to a momentary power loss to the vibrator motor was reported, displaying error code malf 12. The customer's blood glucose level did not exceed 500 mg/dl and remained within a safe range, as there was no adverse impact reported. Technical support assisted the customer with resetting the pump, and no recurrence of the malfunction was observed after the reset. The customer was advised to continue using the pump and to contact support if the malfunction reoccurred, which the customer acknowledged and understood.